Manufacturer narrative:
Per the field service representative (fsr), the system-1 has both alternating current (a/c) and direct current (d/c) power and the system-1 was functioning as normal. The led was just not on and most likely has a loose connection to the led. This was noticed before the case started. The case was proceeding without any incidents. On (B)(6) 2015, the fsr stated "there are three very thin wires that go to the led. The black wire was not securely connected to the led connection inside the heat shrink wrap. The fsr was able to pull the wire out of it's connection inside the rubber coating (shrink wrap) inside. The fsr was able to make the led turn on and off by touching it. This is a very slight error in the original manufacturing of this piece. The fsr has ordered the replacement part to repair". The fsr installed the new part and tested. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power indicator light emitting diode (led) located in the front of the system-1 does not light. The device was not changed out, as all systems functioning normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.